Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-01198 and 2134265-2017-01199. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted the auto pullback button of the ilab ultrasound imaging system would not work, it was unable to press the auto pullback button. Therefore, the customer had to perform manual pullback to complete the procedure. The sled was in the right position it was able to switch to depth and brightness. No patient complications were reported.